Event description:
Pt fell and fractured his ulna. Plate was implanted in 5/98 along with grafton bone graft and casted. Pt fell post op with cast on. Plates were noted as broken and removed on 11/23/99.